Manufacturer narrative:
(B)(4). The neurostimulator has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that, during implantation of the pt's implantable neurostimulator, an impedance issue arose. The existing lead was connected to an extension. There was difficulty in advancing the extension to the 0-7 socket. Once advanced, and with the screw tightened, impedance readings were greater than 10,000 ohms on all electrodes on the 0-7 socket. The extension was removed from the socket and connected to a trailing cable. All of the electrodes were, then, within range the connector process was repeated, but impedance readings were greater than 10,000 ohms on electrode 0-7 in the 0-7 socket. The extension was placed in the 8-15 socket with ease. Impedance readings were within range for 8-15. The socket was cleaned out and the extension end was also cleaned, but there was no change in outcome. Impedance readings were also tested on 1.5 volts and 3 volts, in the 0-7 socket, and the readings remained out of range: 20,000 ohms and 40,000 ohms, respectively. It was suggested that there was a "fault" in the 0-7 socket of the device that would prevent the addition of a new lead, in the future. The device and removed and replaced with a new neurostimulator, with no further issues reported. As the pt was under general anesthesia, it was not possible to test paresthesia. There was no injury to the pt. The pt recovered without sequela.